Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter. No serious injury or medical intervention was reported. Verbatim: "use of bd insyte autoguard catheter finding twice in the same morning presence at the distal end of the catheter of a small plastic piecethat detaches easily and could migrate in the body"

Manufacturer narrative:
H.6. Investigation summary: DHR: the lot was built / packaged on afa line 11 from 05aug18 thru 10aug18 for a quantity of 484,010ea. One non-related qn was initiated during production, disposition, root cause and corrective action were applied in accordance with the control plan. All other required challenges, set up and in process samples were performed and all passed per specifications. Received 2 iag bc 20ga units; one was received within a sealed package with all its components intact the other was received inside an open package and the needle was fully retracted within the safety barrel. Visual/microscopic evaluation: open unit: observed a piece of catheter tubing was present on the catheter tip. Sealed unit : a white-clear particle speck was observed on the bevel of the cannula. Conclusion(s): manufacturing: open unit: the plastic material found on the units was determined to be catheter tubing residual of an incomplete tip as a result of the manufacturing process. Sealed unit: the particle observed on the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter had foreign matter. No serious injury or medical intervention was reported. Verbatim: "use of bd insyte autoguard catheter finding twice in the same morning presence at the distal end of the catheter of a small plastic piecethat detaches easily and could migrate in the body".